Manufacturer narrative:
It was reported that the caregiver's foot became entangled in the centrella's bed's patient pendant, the caregiver fell and required surgery. Details of the reported surgery were not provided. Multiple attempts to obtain additional details surrounding the event were unsuccessful. It is noted that the customer has since secured the pendent to the siderail to shorten the pendant's cable length. The centrella bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. The bed's patient pendant is a handheld remote that allows the user to request a caregiver's assistance, adjust the head knee, and foot positions of the bed, control overhead lights, as well as control the television. The pendant is connected to the communication system, typically at the bed's headwall, using a sidecom communication port. The bed's IFU notes the following warning " store the patient pendant in a patient pendant holder when not in use; otherwise injury could occur." As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. There was no allegation of malfunction of the bed or its pendant. The reported event could be contributed to improper storage of the pendant that allowed the caregiver's foot to become entangled. Although the customer did not provide the necessary details to determine the severity of the injury, based on the report of the required surgical intervention, this complaint is considered reportable. Based on this information, no further action is required.

Event description:
Hillrom received a report that the caregiver's foot became entangled in the centrella's bed's patient pendant, the caregiver fell and required surgery. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).